Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal (B)(6) 2016). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine hemorrhage ('dysfunctional uterine bleeding') in an adult female patient who had essure (batch no. A06888) inserted. The patient's medical history included delivery on (B)(6) 2013, multi gravida and parity 2. Concurrent conditions included pelvic pain and dysfunctional uterine bleeding. On(B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine hemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (endometrial ablation and essure removal (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and uterine heemorrhage outcome was unknown. The reporter considered pelvic pain and uterine heemorrhage to be related to essure. The reporter commented: on the left side where the fallopian tube used to be there was a small piece of coil protruding out. A grasper was placed in one trocar and the harmonic scalpel in another and used to remove the remaining piece of coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received. New events added: medical device event replaced with pelvic pain and dysfuctional uterine bleeding lot number added. Reporters, concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (batch no. A06888-inv) inserted. The patient's medical history included gravida on (B)(6) 2013, gravida ii and parity 2. Concurrent conditions included pelvic pain and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (endometrial ablation and essure removal (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding and pelvic pain to be related to essure. The reporter commented: on the left side where the fallopian tube used to be there was a small piece of coil protruding out. A grasper was placed in one trocar and the harmonic scalpel in another and used to remove the remaining piece of coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.